Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the prograsp forceps instrument associated with this complaint and completed investigations. Failure analysis found the primary failure of broken main tube to be related to the customer reported complaint. The instrument was found to have the main tube broken. A piece measuring proximately 0.2310¿ x 0.078 was not returned with the instrument. The complaint was confirmed by failure analysis.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation. However, the failure analysis has not been completed. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the prograsp forceps instrument joint broke. The customer could not remove the instrument from the arm. They tried using the instrument release key (irk) but it was unsuccessful. Eventually, the customer took the whole cannula and instrument out. After instrument and cannula were removed, the prograsp would not come out from cannula, therefore, the instrument was bent with force to straighten it so it could be removed from cannula. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the wrist of the instrument could not be straightened due to physical damage (broken main tube); hence the instrument and cannula were removed together. No fragment fell into the patient. The port incision was increased to remove the instrument and cannula together. The instrument was inspected prior to use and nothing out of the ordinary was noticed. The instrument did not collide with any other instrument or tool during procedure.